Manufacturer narrative:
Information was added to the following fields: a1: patient identifier.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. It was decided to perform a defibrillation threshold (dft) test in the near future. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements. It was decided to perform a defibrillation threshold (dft) test in the near future. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported.